Manufacturer narrative:
The MFR did not received the affected devices and the surgical reports for investigation. While a cause for this specific event cannot be ascertained from the info provided, an updated report will be submitted once more info or the affected device (s) are received and investigated. (B)(4).

Event description:
It was reported that the pt was implanted with a znn cm nail asia short on (B)(6), 2013. On (B)(6), 2013, the pt reported pain and his doctor confirmed that the cmn nail was broken. An x-ray dated (B)(6), 2014 was provided and it confirmed a broken cmn nail. On (B)(6), 2014, the pt underwent revision surgery to remove the broke nail and was replaced by an angle-plate, a product from another MFR.